Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged heating up of device found on (B)(6) 2021. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, self test, displacement accuracy test and test p-cap locks into the reservoir compartment. Pump did not pass sleep test due to corroded battery tube. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The pump was monitored and no heating up was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on liquid crystal display window. In summary, customers alleged heating up of device was not confirmed after pump was tested and monitored. However pump did not pass the sleep test due to a corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had overheating issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.